Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) level of 36 mg/dl. Juice was consumed to treat low bgs. Reportedly, the customer has kidney disease and delivered more insulin than intended via pump bolus requests. At the time of the reported event, bg level was within range. Recommendation was made to consult with health care provider regarding diabetes management.